Event description:
Device 4 of 4, (refer to manufacturer's report numbers 1627487-2009-00124, 1627487-2009-00125, and 1627487-2009-00126 for device 1, 2 and 3). The manufacturer received the product on 11/9/2009. The device evaluation is currently in process. A follow-up report will be submitted once the evaluation is completed.

Manufacturer narrative:
Evaluation for device 4 of 4, (refer to manufacturer's report numbers 1627487-2009-00124, 1627487-2009-00125, and 1627487-2009-00126 for the evaluation of devices 1, 2, and 3, respectively). Evaluation: evaluation in process. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.